Event description:
Per the clinic, the patient experienced an extrusion of the transducer and a suppurative infection at the wound site. The patient was hospitalised on (B)(6) 2025, and underwent a revision surgery under general anesthesia in order to rotate the skin flap. It was also reported that the patient was treated with IV antibiotics (specific date and duration not reported). The implanted device remains.